Event description:
It was reported that the patient's implantable pulse generator (ipg) triggered an alert. It was determined the ipg exhibited right ventricular undersensing and failure to pace. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.